Event description:
Ms16a returned from foreign country - implied that this device was involved in an incident: according to nursing staff a 20ml syringe was prepared containing a total volume of 17mls to run at a set rate of 02mm/hr. Syringe contained diamorphine 20mgs, nozinan 75mgs and dexamethasone 2mgs. At around 4pm the sister stated that only 1ml of this infusion remained. Patient very drowsy and was given an antidote to counteract the effects of the narcotic. Apparently this device has never had any repairs. Estates dept carried out assessment and found device ran through very quickly and appears to make an unusual noise during infusion. Device is extremely dirty and old.